Manufacturer narrative:
(B)(4) the product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
After the deployment of an outback elite device, the stabilizer wire (.014 300cm) passed through the outback into the vessel beyond the chronic total occlusion (cto) in the superficial femoral artery (sfa), at some point while trying to pull the wire through into the tibial access sheath, a small part at the tip of the wire became dislodged. The tip of the wire was caged to the wall of the vessel by a stent to prevent it from moving. Stents were placed to achieve recanalization. Recanalization was achieved.

Manufacturer narrative:
Complaint conclusion: after the deployment of an outback elite device, the stabilizer wire (.014 300cm) passed through the outback into the vessel beyond the chronic total occlusion (cto) in the superficial femoral artery (sfa), at some point while trying to pull the wire through into the tibial access sheath, a small part at the tip of the wire became dislodged. The tip of the wire was caged to the wall of the vessel by a stent to prevent it from moving. Stents were placed to achieve recanalization. Recanalization was achieved. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. Additionally, as the sterile lot number was not available and a device history record review could not be performed. The reported distal tip fractured/separated-in patient could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the limited information available for review, the separation occurred while ¿trying to pull the wire through into the tibial access sheath¿. As such, procedural and/or handling factors may have contributed to the difficulty experienced by the customer. The instructions for use warns, ¿never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip.¿ given the information available for review, there is nothing to suggest a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.